Event description:
It was reported that an interlink system continu-flo solution set had the insertion site pushed into the tubing. The reporter stated that the tubing was unusable and the solution was flowing out onto the floor. This event occurred during use. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.